Manufacturer narrative:
Return of prod has been requested. Prod and lot number not provided by the reporter therefore unable to proceed with prod investigation at this time. Full eval will occur upon receipt of the returned prod.

Event description:
Uncomfortable to use-mouth [oral discomfort]. Found a small nail attached to a piece of plastic in mouth, which on inspection had clearly fallen from a hole in the brush head [device breakage]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unk on (B)(6) 2015, she found in her mouth a small nail attached to a piece of plastic which had fallen from a hole in the oral-b brushhead, version unk, and had found that it also had a hole but there was no sign of a nail. This brush head had become uncomfortable to use. The case outcome was unk. No further info was provided.